Event description:
Pt was admitted to the hosp for diabetic ketoacidosis with a blood glucose level of 612 mg/dl. Boluses given to pt with the pump did not reduce blood glucose level. Given intravenous insulin and released. Changed everything on pump except cartridge with insulin and resumed pump therapy. Went back into diabetic ketoacidosis and into hosp again. After release, used back up pump with new cartridge and different insulin and her blood glucose level returned to normal.